Event description:
Edwards received notification from our affiliate in (B)(4). As reported, approximately 8 years after the implant of a 23 mm sapien xt valve in aortic position, the valve was degenerated. The patient had short of breath and angina. The patient underwent a valve-in-valve procedure using a 23mm edwards sapien 3 ultra transcatheter heart valve. The cause of the degeneration was severe stenosis. The procedure ended successfully.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remains implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve degeneration was unable to be confirmed as no returned device, imagery or medical record was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), structural valve deterioration and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, ''as reported, approx. 8 years after the implant of a 23 mm sapien xt valve in aortic position, the valve was degenerated, and a valve-in-valve using a 23mm edwards sapien 3 ultra transcatheter heart valve was needed''. Due to the limited information provided, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.